Event description:
It was reported that upon pulse generator interrogation, loss of ventricular capture was noted. Further investigation revealed that the ventricular lead was dislodged. The lead was successfully repositioned.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.